Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula broken. Broken part missing. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was unknown. The customer stated that the sensor cannula filament was missing. The customer stated that the sensor was not even worn for 5 minutes. The product was returned for analysis.